Manufacturer narrative:
Device evaluation: monitor: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 (monitor unusable) and unable to pass incoming functionality testing) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. As received the monitor's electrode belt connector wires were broken. The cause of the failure was the broken wire. The root cause for the broken wire was physical abuse. Electrode belt: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt cannot run detect and treat) has been confirmed. Upon investigation the electrode belt trunk cable connector was covered in super glue contamination preventing electrical connection to a monitor. The root cause for the contamination was patient application of super glue.

Event description:
A us distributor contacted zmc to report that electrode belt sn (B)(4) and monitor sn (B)(4) were received as normal-maintenance, and the devices were super-glued to each other. Because the belt and monitor could not be disconnected from each other, incoming functionality testing was unable to be conformed. The monitor was showing a service code 204 when a battery was inserted.